Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician also found the green light emitting diode (led) had illumination failure. The manufacturer¿s international service technician replaced the flow sensor assembly to address the airflow issue and replaced the power switch overlay to address the green led issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (performance verification testing at the 0 standard liters per minute (slpm) setting. The manufacturer¿s international service technician also found the green light emitting diode (led) had illumination failure. There was no patient involvement.